Event description:
It was reported that during a routine neurostimulator replacement surgery, the lead detached from the electrode. The total device system was replaced. Further information is being requested from the hcp.